Manufacturer narrative:
This event was previously reported to the FDA on a summary report. Due to new information being received, it is now being submitted on a 3500a. Post market vigilance (pmv) led an evaluation of one endo clip 5mm clip applier. Visual inspection revealed that the instrument was fully fired with the red indicator visible in the window. Functional evaluation could not be performed because the instrument was engaged at the end of firing safety interlock. Three scissored clips and one properly formed clip were received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the observed twisted clip condition may occur if the distal end of the device is subjected to excessive manipulation during application of the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic choledocholithotomy procedure, the surgeon tried to fire the device but the clip was not formed properly. The procedure was completed with another device and there was no patient injury.